Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor did not flow. The pump did not fully empty. There was no patient injury, medical intervention or adverse event reported with this event. No additional information is available.